Event description:
It was reported the insulin pump alarmed "no delivery when nurse was trying to administer a bolus. Customer had high blood glucose level of 398 mg/dl, nurse treated with syringe pen. Alarm and possible causes were explained to the nurse. Nurse was advised to perform a fixed prima and insulin did exit. No bent cannula noted. Nurse was offered to troubleshoot for high blood glucose and she declined. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.